Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after opening the outer package and finishing the nailing procedure, the stapler was unable to fire. A new load was placed but the problem persisted. The device and the load was then replaced to complete the case. There was no patient injury.